Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed for part # 324.061, lot # 4155993: supplier lot number: n/a, release to warehouse date: 23-aug-2000, expiration date: n/a, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the sales consultant was checking the set he discovered that the prongs at the tip of two screwdrivers were broken off. He also discovered that all the prongs at the end of one of the locking screwdrivers were deformed and would not fit in a screw, and that one of the prongs at the end of a drill guide had snapped off and was missing. There was no patient and surgical procedure involvement. This report is for one (1) locking drill guide with tissue protection sleeve. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices are already either broken or malformed. Visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. Visual inspection: locking drill guide with tissue protection sleeve (p/n 324.061, lot# 4155993). One of the four prongs/teeth at the tip of the protection sleeve was broken and missing. The overall balance of the devices look in a good and functional condition with minimal wear on rest of the device body. DHR reviews: no ncrs were generated during production of all four above devices. Review of the device history record showed that there were no issues with the material, hardness and during the manufacturing of these products that would contribute to the complaint conditions. Drawing review: locking drill guide with tissue protection sleeve (p/n 324.061, lot# 4155993) 23-aug-2000 bushing cslp drill guide and drill guide top level drawing were reviewed. No drawing issues or discrepancies were noted. The accurate measurement of this flexible feature of approx. 17 year old device could not be taken at cq location. For locking drill guide with tissue protection sleeve (p/n 324.061), the overall balance of the devices looked in a good and functional condition with minimal wear on the tip and rest of the device body. Hence it is possible that the single broken tooth is an outcome of rough handling of the device such as dropping the device from height, placing other heavy instrument on the device tip, etc. During surgery and/or sterilization/cleaning process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.